Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was reported that the customer experienced a high blood glucose (bg) level of "high"; although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments and the pump software did not accurately adjust the amount of insulin delivered. Customer to address bg level via correction injection. Customer updated their pump settings to address the event. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.